Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, dissection in the ascending aorta was confirmed on final angiography of the valve. The patient had calcification in the ascending aorta and the dissection may have occurred as the calcification was pulled by the force of the delivery catheter system (dcs) while advancing along the greater curvature. No treatment was reported. No adverse patient effects were reported. Additional information was received that approximately six years and two months post valve implant, mild-moderate paravalvular leak (pvl) was observed, and no heart failure was reported. Diastolic blood pressure was 70 mmhg. A transesophageal echocardiogram (tee) was performed and revealed a prolapse of the non-coronary cusp (ncc) of the valve, which appeared to be causing the pvl. The patient was emergently transported to the hospital due to acute heart failure. Diastolic blood pressure was found to have decreased to approximately 20 mmhg. Medication was provided and once the heart failure was stabilized, the patient was transferred to a specialized hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.